Event description:
It was reported that during a meniscus repair, after t1 of the fast-fix was deploy, t2 deploy prematurely. Both ts were removed from the patient. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was not returned in any original packaging. The t1, t2, and suture were not returned. The actuator is at the tip of the needle. Bio debris is present. A functional evaluation was performed on the returned device and found the needle will not cycle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force allowing the device to prematurely deploy. No containment or corrective actions are recommended at this time.